Event description:
It was reported that the device was interrogated prior to opening the package for implant. It was found that the battery voltage was low and close to elective replacement indicator (eri) and the device had a long charge time. The device was not implanted and a new device was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.